Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a high blood glucose (bg) level (600s mg/dl). A correction bolus was delivered to address the high bg. The customer had changed out the cartridge and infusion set the night before. The customer did not know the cause of the high bg; however, suspected that the cannula may be the cause. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site and stated that it would be changed. The customer did not provide any further information regarding the event.